Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while charging the pump. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer charged the pump using an alternate charging cable to address the alarms and no additional temperature alarms occurred.